Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product has not been returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
About two or three millimeters of the tip of the elevator broke off during the extraction of tooth #32. The broken piece was able to be retrieved quickly. The only delay was due to having to go to the sterilization room to retrieve another elevator.